Event description:
The customer reported an uncontained fluid leak of approximately twenty (20) ml under the coulter ac.t diff analyzer. The leak was a mixture of blood, controls, diluent, and cleaner reagent. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was observed.

Manufacturer narrative:
Service was not dispatched. A beckman coulter (bec) customer technical support (cts) assisted the customer to troubleshoot the issue, and found a clogged drain pathway which was resolved by performing a drain cycle. All quality control (qc) were within specification following the procedure. (B)(4).